Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr determined that the unit was delivering inaccurate volumes and noticed that there was a large crack (by the screw pin) in the muffler housing. After removing the muffler housing, the fsr also noticed that there was a crack near the outlet port. The fsr replaced the muffler housing and that resolved the reported issue. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed low measured volumes while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint. The customer also noticed that the muffler housing was damaged.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed the muffler tube is cracked, causing the reported issue.